Manufacturer narrative:
The patient underwent successful revision surgery resulting in a new distal femur. The fractured distal femur was in situ for 11 years before the revision surgery. There are no further details available which provide root cause of the fracture. This complaint is being tracked and trended. Device not returned.

Event description:
(B)(4). It was reported that the custom distal femoral replacement implant, implanted 11 years ago, broke. The surgeon wished to know if a new implant could be designed which allows him to leave the current stem in situ.

Manufacturer narrative:
The investigation is ongoing and the results will be provided in the final report.

Event description:
It was reported that the custom distal femoral replacement implant, implanted 11 years ago, broke. The surgeon wished to know if a new implant could be designed which allows him to leave the current stem in situ. (B)(4).